Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, implanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 25-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they contacted their healthcare provider (hcp) today and when their therapy was adjusted trying different settings, it always caused cramping and pain in their right leg and foot. Following the hcp's instructions, the patient has left the therapy off and had an appointment scheduled for on (B)(6) to have a lead evaluation to determine if the lead wire may be compromised. The patient was redirected to their healthcare provider for further evaluation and management of the issue.